Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy(stillbirth/miscarriage)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 796906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included pregnancy ((B)(6) 2004, (B)(6) 2009), multigravida and parity 2. Previously administered products included for an unreported indication: provera from 2001 to 2011. In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), cystitis ("bladder/urinary problems: bladder infection/ infection(bladder/urinary tract/ vaginal)"), migraine ("migraine"), headache ("headaches"), gastrointestinal disorder ("gi conditions/ gastrointestinal or digestive system condition type"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and breast cyst ("cysts in breast"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("tumors/ teratoma/cancer type: fibroids"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (ablation-2011 and removal of essur-2011). Essure was removed on (B)(6) 2011. At the time of the report, the dysmenorrhoea, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, allergy to metals, cystitis, hormone level abnormal, migraine, headache, gastrointestinal disorder, uterine leiomyoma, breast cyst, pelvic pain and abdominal pain upper outcome was unknown and the pelvic inflammatory disease, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, allergy to metals, breast cyst, cystitis, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), nickel allergy, bladder infection, hormonal changes, migraine, headaches, gi conditions, fibroids,genital bleeding, vaginal bleeding, menorrhagia. Discrepancy noted for essure removal date- (B)(6) 2011 this patient experienced another pregnancy which has been captured un der case- (B)(4). Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr received: lot number was added. Newly added events- genital bleeding, vaginal bleeding, menorrhagia, pelvic inflammatory disease, cyst breast, pelvic pain, stomach pain. Previously reported event- tumors was replaced with specific event fibroids. Event onset dates were added patient's demographic details were added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy(stillbirth/miscarriage)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 796906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included pregnancy (B)(6) 2004, (B)(6) 2009), multigravida and parity 2. Previously administered products included for an unreported indication: provera from 2001 to 2011. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), cystitis ("bladder/urinary problems: bladder infection/ infection(bladder/urinary tract/ vaginal)"), migraine ("migraine"), headache ("headaches"), gastrointestinal disorder ("gi conditions/ gastrointestinal or digestive system condition type"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and breast cyst ("cysts in breast"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("tumors/ teratoma/cancer type: fibroids"). In 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (ablation-2011 and removal of essur-2011). Essure was removed on (B)(6) 2011. At the time of the report, the dysmenorrhoea, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, allergy to metals, cystitis, hormone level abnormal, migraine, headache, gastrointestinal disorder, uterine leiomyoma, breast cyst, pelvic pain and abdominal pain upper outcome was unknown and the pelvic inflammatory disease, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, allergy to metals, breast cyst, cystitis, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), nickel allergy, bladder infection, hormonal changes, migraine, headaches, gi conditions, fibroids,genital bleeding, vaginal bleeding, menorrhagia. Discrepancy noted for essure removal date- (B)(6)2011 this patient experienced another pregnancy which has been captured un der case(B)(4). Lot number: 796906 manufacture date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), dysmenorrhoea ('dysmenorrhea (cramping)'), genital haemorrhage ('abnormal bleeding (general)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 796906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included pregnancy ((B)(6) 2004, (B)(6) 2009), multigravida, parity 2 and ulcerative colitis. Previously administered products included for prevent pregnancy: mirena in 2005; for an unreported indication: provera from 2001 to 2011. In 2011, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), cystitis ("bladder/urinary problems: bladder infection/ infection(bladder/urinary tract/ vaginal)"), migraine ("migraine"), headache ("headaches"), gastrointestinal disorder ("gi conditions/ gastrointestinal or digestive system condition type"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), cyst breast ("cysts in breast"), mood swings ("mood swings"), colitis ulcerative ("ulcerative colitis") and breast cyst ("breast cyst"), was found to have a pregnancy with contraceptive device ("pregnancy(stillbirth/miscarriage)") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("tumors/ teratoma/cancer type: fibroids"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (ablation-2011 and removal of essur-2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, allergy to metals, cystitis, hormone level abnormal, migraine, headache, gastrointestinal disorder, uterine leiomyoma, cyst breast, pelvic pain, abdominal pain upper, mood swings, colitis ulcerative and breast cyst outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, allergy to metals, colitis ulcerative, cyst breast, cystitis, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal haemorrhage and breast cyst to be related to essure. The reporter commented: she received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), nickel allergy, bladder infection, hormonal changes, migraine, headaches, gi conditions, fibroids, genital bleeding, vaginal bleeding, menorrhagia. Discrepancy noted for essure removal date- (B)(6) 2011. This patient experienced another pregnancy which has been captured un der case- (B)(4). Lot number: 796906 manufacture date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: plaintiff fact sheet received. Events¿ mood swings, ulcerative colitis and breast cyst,were added. Historical medication was added. Previously reported event" pregnant with contraceptive device " seriousness criterion was updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), pregnancy with contraceptive device ('stillbirth/miscarriage') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), cystitis ("bladder/urinary problems: bladder infection"), migraine ("migraine"), headache ("headaches") and gastrointestinal disorder ("gi conditions"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2011. At the time of the report, the dysmenorrhoea, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, allergy to metals, cystitis, hormone level abnormal, migraine, headache, gastrointestinal disorder and neoplasm outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, hormone level abnormal, migraine, neoplasm and pregnancy with contraceptive device to be related to essure. The reporter commented: she received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), nickel allergy, bladder infection, hormonal changes, migraine, headaches, gi conditions and tumors. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Previously reported ¿injury¿ was updated to dysmenorrhea (cramping). Events- stillbirth/miscarriage, device ineffective, miscarriage, dyspareunia (painful sexual intercourse), nickel allergy, bladder/urinary problems: bladder infection, hormonal changes, migraine, headaches, gi conditions, tumors and she did not underwent an essure confirmation test were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.